Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that bilateral suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices, using a preclose technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred with one proglide in the lcfa prior to the tavr procedure. The sutures of two proglide devices were successfully preplaced in the rcfa. The sutures of another proglide device were successfully preplaced in the lcfa; however, the fourth proglide device reportedly had a piece of the delivery system sheared off in the lcfa. The separated proglide piece was surgically removed and calcification was noted at the lcfa access site during the surgical intervention. Hemostasis was achieved at both access sites surgically. There was no allegation of a device issue with the two proglide devices preplaced in the rcfa. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information will be available from the site.